Event description:
It was reported that, "accolade tmzf stem inserted by hand. The impactor placed in hole of stem and impacted with hammer until final seating. Piece broke off impactor handle while impacting.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.